Event description:
On (B)(6) 2024 a complaint was received from (B)(6) hospital indicating " the pump "failed causing significant hypotension" according to the attached tag. (Sn (B)(6)". No additional information was provided at the time. On (B)(6)2024 medwatch report 2100020000-2024-8021 was received stating the following "the patient returned from the operating room on epinephrine, norepinephrine, and propofol IV infusions, s/p (status post) a craniotomy, with subdural empyema evacuation. The infusion pump stopped working, resulting in hypotension bp 85/47. The pump did not alarm when it stopped. The patient had to be given a rescue dose IV push epinephrine to prevent an arrest.".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Active device history log review: [ ] n/a [ ] defect confirmed [x] defect not confirmed. Details of history log: log review shows on (B)(6) 2024 and 5:41am an infusion start of 5.04ml/hr and 190ml (dl: norep25; patient weight 70kg; concentrate 0.1mg/ml; dose rate 0.120mcg/k). Dose rate changes set to 0.150mcg/kg; 0.170mcg/kg; 0.190mcg/kg; 0.220mcg/kg and at 6:28am with a volume infused to 5.72ml a dose rate change to 0.250mcg/kg (10.5ml/hr). At 11:47am with a volume infused to 61.44ml new vtbi set to 208.5ml. At 2:24pm and 2:26pm air alarms followed by purge (prime) and at 2:27pm an infusion start. At 2:29pm with a volume infused to 89.33ml new dose rate set to 0.4mcg/kg (16.8ml/hr). At 2:37pm new dose rate set to 0.25mcg/kg and at 2:42pm new dose rate set to 0.4mcg/kg. At 2:53pm infusion was stopped and door was opened with a volume infused to 93.19ml and pump was removed from mains (pump on battery power). At 11:34pm battery near empty alarmed and on (B)(6) 2024 (30 minutes later) at 12:04am battery empty alarmed and (3 minutes later) at 12:07am pump expectedly and automatically shutdown with no further infusions taking place. The product evaluation determined that the reported issue was not confirmed.